Manufacturer narrative:
(B)(4). The device was not returned therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak while using a cassette on a homechoice device. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.